Event description:
A malfunction occurred, indicated by a specific malfunction code, which did not cause the customer's blood glucose level to exceed 500 mg/dl, staying within a safe range. Technical support planned to replace the pump and a replacement pump was provided to ensure the continuity of insulin delivery.